Event description:
Consumer reported the tampon string was not accessible for removal. She was able to manually remove the pledget and afterwards experienced some vaginal pain. She self treated with tylenol and the pain improved. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.